Event description:
The issue occurred, during an unspecified procedure. While speaking, with the olympus technical assistance center (tac). The customer was advised, that the e333, indicates an issue with the touch panel. And may have a scratch, debris or sticky substance. Have the customer power off the video system center, wipe with a lightly moistened lint-free cloth and power back on. If the issue continues, the customer was instructed to send the device in for repair.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 2 years, since the subject device was manufactured. The device was not returned to olympus for inspection. And the customer's allegation of e333 touch panel sensor error was not confirmed. Based on the results of the investigation, the root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In troubleshooting, the customer was advised by technical assistance center (tac) representative to power of the subject device, wipe with a lightly moistened lint free cloth, and power back on. If the issue persist, the customer was also advised to send the device back for repair. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center had an e333 touch panel error. It is unknown when the issue was observed. There were no reports of patient injury or harm.